Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via manufacturer representative that the tube did not perform properly and a second one had to be used during ultrasound guided left thyroid lobectomy. There was no patient or staff impact.